Event description:
Customer received high creatinine results for 2 pts that repeated with normal values. He no longer has the results from the first pt that were generated 2009 but was able to provide the results from today. Original result was 2.12, sample repeated twice gave 0.73 mg per dl both times. Customer states the results from the first sample in the same month, sample were similar. Today's sample was serum and aliquotted before being sent to them for testing. There was no resulting pt treatment as the erroneous results were not reported out to the physician. Customer has no access to diagnosis, medications or current pt condition.

Manufacturer narrative:
The field service representative was unable to determine the cause but did find leaking pipette seals and replaced the seals. He also checked the rotor and work station, ran diagnostic checks, check test and quality control to verify analyzer operation.